Event description:
Tip of arthrex arthroscopy scope sheath broke off in patient. The piece was retrieved. This is the 2nd time in 3 years that this has happened and was reported before in (B)(6) 2019. Appears to be a bad solder point. Arthrex item # : (B)(4). Pictures available upon request. FDA safety report ID #: (B)(4).